Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were sticking and required hard presses at times to elicit a response. The reporter stated that he thought it was the ok keypad button but was not sure if the other keypad buttons had issues. The issue reportedly started to occur 6 to 7 weeks ago. The reporter denied damage to the keypad. The pump was reportedly not exposed to water. The patient reportedly wore the pump in a pouch clipped to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow button had intermittent response and required excessive force to evoke a response. The remaining keypad buttons were responsive with normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast, up arrow and down arrow buttons.